Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed a high, out of range shock impedance measurement. A request for additional information was made; no additional information was available. There were no adverse patient effects reported. The system remains in service.